Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation, other occupation and section g report source. Upon investigation of the actual device used in this incident, it was determined that the upload processing failure. A technical support specialist (tss) remotely accessed the server and reviewed synchronization information 2.0 for the affected station, where a server upload error related to identified. The tss troubleshot the issue using knowledge article 1.7.x server upload processing error userencounterassociation. The tss mentioned that issue occurred because each patient could only have one associated record in the system at a time. If a second association was added before the first one was removed, the system rejected it. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server rh_c1s_a device had upload processing failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server rh_c1s_a device had upload processing failure. There were no adverse events or injuries reported based on this event.